Event description:
On 02/26/2026, dr. (B)(6) reported that the glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #2. The patient returned on (B)(6) 2026 after healing abutment placement with complaints of pain at the doctor's california office. Upon examination, the provider noted granulation/fibrosis tissue around the implant, that the implant failed to integrate, and that the device was removed and not replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).